Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: bjog. 2013; 120 (suppl 1): 493 ¿ 494. Doi: http://dx.doi.org/10.1111/1471-0. (B)(4).

Event description:
It was reported in a journal article title : menorrhagia and surgical treatment: the clinical effectiveness of novasure versus thermachoice. The objective of the study was to audit the practice of surgical endometrial ablation techniques and evaluate the effectiveness of surgical techniques in the treatment of menorrhagia. This is a retrospective study gaining clinical information from patient notes of all women who underwent the specified techniques between 2009 and 2011. A total of 100 patients underwent either thermachoice balloon ablation (ethicon; 88 patients) or novasure bipolar radiofrequency ablation for benign causes of menorrhagia. In the thermachoice balloon ablation group, reported complications included cervical stenosis, adhesions, fistula, and dysmenorrhea. The study demonstrates a greater reduction in menstrual blood loss in thermachoice techniques when compare to novasure procedures undertaken in the royal glamorgan hospital. However thermachoice procedures led to an increased hysterectomy rate and dysmenorrhoea rate when compared to novasure.